Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that one day post implant, the right ventricular (rv) lead had unstable thresholds and was oversensing. An x-ray confirmed that the lead was in a different spot than the original implant and the helix was not all the way out. At the lead revision, the helix was retracted and when the physician attempted to deploy it again it got stuck and then popped out after about 25 turns. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 407652 implantable pacing lead, implanted: 2013-(B)(6), product ID d314drm implantable cardioverter defibrillator (ICD) implanted: 2013-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.